Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 1) hi (greater than 33.3 mmol/l) and 9.7 mmol/l 2) 20.4 mmol/l and 3.4 mmol/l the comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
The event occurred in (B)(4).